Event description:
According to the reporter, during procedure, the dissector had issue. There was blood in the tissue. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The hospitalization of the patient was extended for 7 days. The patient had bleeding of over 500cc and blood transfusion was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector had issue. There was blood in the tissue. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The hospitalization of the patient was extended for 7 days. The patient had bleeding of over 500cc and blood transfusion was required. Another dissector was used with the same generator and battery and it worked fine. The patient was not on any medication that may affect blood clotting or contribute to bleeding.